Event description:
Additional information was received which indicated the cause of the undersensing was due to very low amplitude of the r-waves. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced a syncopal episode and fell and hit their head. The right ventricular (rv) lead exhibited undersensing and therapy was delayed for less than 30 seconds. The patient reported their lead was bent. Subsequently, a revision procedure was performed. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.